Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a shocking or jolting sensation twice while the hcp was increasing the stimulation on his device. One shocking episode caused the pt to fall to the ground. The hcp was checking the ins because the pt had reported the ins was depleting faster than it had in the past. Pt has another appointment on (B)(6) 2011 but requested MFR rep see him before that, as he cannot wait that long. Add'l info has been requested and if received, a follow up report will be sent.